Manufacturer narrative:
Method: device not returned; results: the acculif surgical technique provides detailed instructions on how to confirm that the implant is securely expanded and locked in the expanded position during initial surgery. These techniques include: tactile force applied to the insertion handle which is still attached to the implant, the pressure gauge on the syringe with a color-coded pressure indicator, direct visualization of the expanded implant in the disc space, the use of fluoroscopic imaging. Also the surgical technique states that it is possible to collapse the implant intra-operatively by sliding the unlock button forward which is located on the side of the tubing set. Conclusion: the device is still implanted. A root cause cannot be identified without evaluation of the device and the cause is likely multifactorial in nature. Some possible causes/contributing factors include but are not limited to the following: failure of the internal locking mechanism to engage as a result of debris or damaged internal components, or inadvertent collapse of the implant during initial surgery.

Event description:
It was reported that the acculif implant was successfully inserted during surgery without complication. However the collapsed implant was identified during first follow up. Patient is doing well. No need for revision; remains implanted.

Event description:
It was reported that the acculif implant was successfully inserted during surgery without complication. However the collapsed implant was identified during first follow up. Patient is doing well. No need for revision; remains implanted.